Manufacturer narrative:
The device with the lens was returned. The plunger lock and lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger had been advanced under the trailing haptic and optic edge. The lens was rotated to the right in the tip of the nozzle. The trailing haptic and optic edge were damaged. The leading haptic was extended. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. Root cause: a plunger underride was observed. The root cause for the plunger underride could not be determined. Plunger underride may occur: due to rapid advancement faster than the direction for use (dfu) recommended rate. If inadequate viscoelastic is placed in the device, this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. If the device is overfilled with ophthalmic viscosurgical devices (ovd), this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that during a cataract extraction with an intraocular lens (iol) implant procedure, the plunger did not advance. There was no harm to the patient. Additional information was requested, but further no information was available.